Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Troubleshooting was performed. Customer's blood glucose level was 215mg/dl at the time of incident. It was also reported that insulin squirted out during manual prime. It was reported that the insulin pump was not dropped, bumped nor exposed to water. The drive support cap was sticking out. It was reported that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.